Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the valve was implanted low resulting in moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed and after deflating the balloon, there was severe central regurgitation and no pvl. Echocardiogram showed one leaflet was held open during systole and diastole. Subsequently, a second valve was implanted valve-in-valve with trace pvl and no central regurgitation. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.